Event description:
Analysis of the generator was completed on (B)(6) 2015. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient's generator was unable to be interrogated. Troubleshooting was performed with a company representative which found the device unable to be interrogated with 2 different programming systems. The patient reported that he suffered a bad fall in (B)(6) 2014 and had to go to the emergency room. The patient noticed swelling and bruising around device area following that fall. The physician reported that the device was last able to be interrogated in (B)(6) 2014 and that the device was first unable to be interrogated in (B)(6) 2015. The patient indicated that his seizures have increased since the fall. The patient was referred to surgeon. X-rays were taken. No additional relevant information has been received to date. No known surgical intervention has been performed to date.

Event description:
The patient underwent generator replacement due to unable to interrogate due to battery depletion. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the patient suffered another seizure and banged his head. The physician plans to have the patient evaluated for possible resection; however, the patient wants to move forward with generator replacement. Clinic notes dated (B)(6) 2014 note that the patient continues to have seizures 3-4 times a week and that the severity of the seizures has reduced. Clinic notes dated (B)(6) 2014 note that the patient continues to have seizures daily or every other day. It was noted that the patient has been compliant with medications. Clinic notes dated (B)(6) 2014 note that the patient continues to have seizures twice a week. It was noted that the patient's seizures tend to occur when he delays his medications. Clinic notes dated (B)(6) 2015 note that the patient continues to have seizures that occur when he delays his medications. Clinic notes dated (B)(6) 2015 note that the patient has been experiencing recurrent seizures. It was noted that the vns was checked in (B)(6) and again this visit at which time no signal could be obtained. Troubleshooting was performed by a company representative, but the device still would not communicate. A CT scan showed no acute intracranial abnormality. Additional clinic notes noted that the patient has four tonic-clonic episodes per day. It was noted that the patient's seizure frequency went to four a day in (B)(6). No known surgical interventions have occurred to date.